Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy. It was reported that the recognition of the cranial frame was getting worse. There was no delay to the procedure and no impact to the patient. Additional information was received. "Recognition was getting worse" was clarified - it was reported that it seemed that it was unstable in "tracking view", where it could be recognized sometimes, and could not be recognized sometimes. The cause of the issue is unknown per the site. Since it was a back-up frame, nothing was done to troubleshooting.